Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ closed IV catheter system was leaking blood after the puncture. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd intima ii closed IV catheter system was leaking blood after the puncture. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8079098, our records show it was manufactured april 2018; it was also determined that this is the fourth instance of a catheter leak occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Samples were not submitted to be used in evaluation and testing. However previous investigations have shown that during the course of leakage testing and microscopic observation, small cracks can be identified in the y-adapter. Cracks in the y-adapter generally manifest during complications in the swaging process, the root cause of which is misalignment of the swage machine due to the wearing down of key components. Although this is a manufacturing issue, the identity of the root cause is not definitive at this time; the swaging dimensions of the returned device are within product specification, a review of the manufacturing line found the swage alignment to be within the desired range, and the machine's components were found to be in good condition. The identity of the root cause is not definitive at this time. A CAPA has been initiated for investigation into the defect.